Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/or reoperation: n/a. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female of an unknown age who underwent breast implant surgery with unspecified mentor medical devices (unknown date of implant) has recently found out she was diagnosed with cancer. It is unknown if the devices are gel or saline. This case was not confirmed by a healthcare professional. The type of cancer is unknown. The patient called to request further information about what type of mentor implants she has when the complaint was reported. At the time of this report, mentor has received no information regarding explantation or an expected explantation date. This medwatch form is for the left breast prosthesis. See 1645337-2019-21216 for contralateral prosthesis report.